Event description:
A hospital in another country, reported to us that the temperature wire (i.e. Heaterwire) of an rt329 infant breathing circuit was approximately 10 - 15 cm away from the temperature probe insert. No patient consequence was reported.

Manufacturer narrative:
The device was not returned to the MFR. An investigation was carried out based on the event description and previous experience with similar complaints. Results: we were unable to carry out a lot check as no lot information was provided with this complaint. Conclusion: it is likely that in this case, a high flow inspiratory tube (with shorter heaterwire) was incorrectly included in the rt329 infant breathing circuit. There are 2 infant breathing circuits manufactured with two different heaterwire lengths. We have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for past year of 0.0026%.